Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads snapped off in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean brush set 3ct snapped off in his/her mouth. The 3 brush heads were used in a period of one week. The consumer had previously used this version of brush head without problems. No symptoms were reported. No further information was provided.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on 23-mar-2018 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean brush set 3ct snapped off in his/her mouth. The 3 brush heads were used in a period of one week. The consumer had previously used this version of brush head without problems. No symptoms were reported. No further information was provided.

Manufacturer narrative:
On 23-may-2018 product investigation results: reporter returned two toothbrush heads on 09-apr-2018. Product return was received and investigated. Investigation results showed that complaint was caused by a breakage due to an effect of force because of consumer handling.